Event description:
As reported, a patient presented to the hospital six days post svt ablation with slow serosanguinous oozing/bleeding from the 10f intracardiac echocardiography (ice) catheter puncture site after using a mynx control venous vascular closure device (vcd). The bleeding was treated with manual compression and an injection of lidocaine with epinephrine. The actual deployment for this patient was unremarkable without any bleeding issues on the day of the procedure. Prior to discharge on procedure day an ultrasound was not performed. An ultrasound was performed at the follow-up visit which was negative for pseudoaneurysm or fistula. The patient ambulated 2 hours after the procedure. The device was prepared and used per the instructions for use (IFU). The bleeding was noted on the left limb. The symptoms resolved without sequelae. The procedure was performed by a physician. There were two access sites, with an approximate distance of 5mm between them. The sheath used with 10 french and was not downsized. No other closure device was used on the affected limb. The reported states "this is fairly uncommon and does not believe they have seen this type of delayed bleeding with any of their other patients who have been closed with non-cordis vcds. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, a patient presented to the hospital six days post svt ablation with slow serosanguinous oozing/bleeding from the 10f intracardiac echocardiography (ice) catheter puncture site after using a mynx control venous vascular closure device (vcd). The bleeding was treated with manual compression and an injection of lidocaine with epinephrine. The actual deployment for this patient was unremarkable without any bleeding issues on the day of the procedure. Prior to discharge on procedure day an ultrasound was not performed. An ultrasound was performed at the follow-up visit which was negative for pseudoaneurysm or fistula. The patient ambulated 2 hours after the procedure. The device was prepared and used per the instructions for use (IFU). The bleeding was noted on the left limb. The symptoms resolved without sequelae. The procedure was performed by a physician. There were two access sites, with an approximate distance of 5mm between them. The sheath used with 10 french and was not downsized. No other closure device was used on the affected limb. The reported states "this is fairly uncommon and does not believe they have seen this type of delayed bleeding with any of their other patients who have been closed with non-cordis vcds. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. , based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint of "bleeding" could not be evaluated. Without the return of the device, with no procedural films, and based on the nature/type of complaint the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy/comorbidities contributed to the reported event. Access site bleeding/hemorrhage/hematomas are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.